Event description:
Pci device problem details: longitudinal compression of the stent appeared to develop and required placement of an additional stent. "I can't be completely certain but it appeared to develop longitudinal compression in the proximal portion (i.e., the front end accordions). This is a known issue with the promus stent (which competitors are happy to point out). It appears the design of the promus makes it more likely to exhibit this behavior. First time I'd seen it though.